Event description:
A peritoneal dialysis pt's nurse reported that on (B)(6) 2015, the pt went to the hospital for abdominal pain and was admitted with peritonitis from touch contamination. The pt was treated with unk ip antibiotics while in the hospital. The pt was discharged on (B)(6) 2015. The pt was continued with peritoneal dialysis.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.